Event description:
It was reported that following plif using a vertebral body spacer, the patient developed lower extremity pain. During follow up, x-rays showed that the vertebral body spacer had backed out. A revision surgery was performed approximately 1 month post op to replace the device. While replacing the interbody spacer, the doctor found that one of the fixation bone screws was loose. The surgeon filled the bone screw hole with hydroxyl apatite paste and re-implanted the loosened screw.

Manufacturer narrative:
Cd horizon bone screw was also used on this patient. The part number is unknown. Although the screw was probably not the cause of the reported event, we are filing this report for notification purposes. Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.